Event description:
A report was received that the patient was having difficulty and frequent ipg charging. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physician's preference. The patient was doing well post-operatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was having difficulty and frequent ipg charging. The patient will undergo a revision procedure wherein the ipg will be replaced.